Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that this morning they got up and felt like they were plugged into an electric circuit in their hip and it wouldn't stop. Caller stated they haven't had any falls or hits or hard moves that would have caused this. Caller added that they have not had any problems all week. Agent walked caller through turning the therapy off. Caller confirmed the shocking sensation stopped. Patient turned the therapy back on and turned the stimulation down to a comfortable level. Patient was redirected to health care provider (hcp) to further address this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.